Event description:
It was reported that the field representative called for review of two stored events that were not appropriate. Technical services reviewed and found the device is programmed to alternate 1x gain and smart pass is on. Review of both of the episodes found the amplitude signal is very good and clean however, at the point of detection, the signal goes rail to rail and is jumping causing an inappropriate stored atrial fibrillation (af) episode that was not treated. Additionally, the other episode revealed noise however, it was not sensed. The plan is to have the patient evaluated in the clinic. The field representative did request for engineering analysis. Analysis found shock lead impedances have been stable since implant, ranging from 50 ohms to 80 ohms consistently. Over the past month, sli measure 672 ohms. The patient was seen in the clinic and with all aggressive maneuvers performed, the noise could not be reproduced. The device was programmed to secondary due to possible sense b issue. A chest x-ray was recommended. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field representative called for review of two stored events that were not appropriate. Technical services reviewed and found the device is programmed to alternate 1x gain and smart pass is on. Review of both of the episodes found the amplitude signal is very good and clean however, at the point of detection, the signal goes rail to rail and is jumping causing an inappropriate stored atrial fibrillation (af) episode that was not treated. Additionally, the other episode revealed noise however, it was not sensed. The plan is to have the patient evaluated in the clinic. The field representative did request for engineering analysis. Analysis found shock lead impedances have been stable since implant, ranging from 50 ohms to 80 ohms consistently. Over the past month, sli measure 672 ohms. The patient was seen in the clinic and with all aggressive maneuvers performed, the noise could not be reproduced. The device was programmed to secondary due to possible sense b issue. A chest x-ray was recommended. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have migrated and the electrode was fractured. Subsequently, the system was explanted and replaced successfully. They system is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The complete lead was returned, and a visual examination identified a fractured sense a conductor approximately 80-84mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the field representative called for review of two stored events that were not appropriate. Technical services reviewed and found the device is programmed to alternate 1x gain and smart pass is on. Review of both of the episodes found the amplitude signal is very good and clean however, at the point of detection, the signal goes rail to rail and is jumping causing an inappropriate stored atrial fibrillation (af) episode that was not treated. Additionally, the other episode revealed noise however, it was not sensed. The plan is to have the patient evaluated in the clinic. The field representative did request for engineering analysis. Analysis found shock lead impedances have been stable since implant, ranging from 50 ohms to 80 ohms consistently. Over the past month, sli measure 672 ohms. The patient was seen in the clinic and with all aggressive maneuvers performed, the noise could not be reproduced. The device was programmed to secondary due to possible sense b issue. A chest x-ray was recommended. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have migrated and the electrode was fractured. Subsequently, the system was explanted and replaced successfully. They system is expected to be returned. No additional adverse patient effects were reported.